Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch# 3118868 #3118863 #3241014 b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak had drug potency issue it was reported by customer that we have seen irregular ph shifts in our ephedrine sulfate/ns product when using your 5 ml syringe verbatim specifically, we have seen irregular ph shifts in our ephedrine sulfate/ns product when using your 5 ml syringe packaged in a 25-unit convenience pack. We know this product to be very sensitive to ph shift. Recently, we had two batches of product fail for ph testing and upon expanded testing, we measured an overall failure rate of 16%. In other words, most filled syringes have a ph that is within the expected range, with some small amount of variability. However, 16% of those syringes will have ph failures outside of our acceptance range. We haven¿t seen this issue over several years making the product, and the failure rate is too high for us to have not detected it over this period. We have done an internal investigation and ruled out our manufacturing process/components as the cause. Therefore, I¿m wondering if bd has made any recent changes to their manufacturing process of the 5 ml syringe, or if there is some normal manufacturing variation that could explain this. For example, varying amounts of silicone lubricant could be the cause.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 samples submitted for evaluation. The reported issue of drug potency issue was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no damage or other conditions were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.